Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, olympus could not conclusively specify the root cause of the foreign material remained in the device. The probable cause of the event is that the reprocessing was not carried out correctly due to a leak of the suction connector, so the material was not removed. The event can be detected/prevented by following the instructions for use which state: detection methods are written in IFU: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and device evaluation found the following: light cover glasses were chipped; light cover glasses adhesive was worn; optical cover glass was chipped; optical cover glass adhesive was worn; distal end cap was worn; distal end adhesive was worn; aspiration housing-colored ring worn; air/water housing-colored ring worn; switch condition-hole in the button; scope connector had minor fluid ingress; angulation left angle-not to specification; up/down angle play-play evident; left/right angle play-play evident; and electrical safety test- was not to specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned the evis lucera elite colonovideoscope for the annual inspection, without reporting any issues. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that there was a evident contamination within the air channel. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.